Manufacturer narrative:
The insulin pump powered up properly after battery installation. There was no blank display on the device. The insulin pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit, failed battery tests alarms during testing. The insulin pump had minor scratches on the lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Event description:
Customer reported via phone call blank display on the insulin pump. Customer's blood glucose level was 40 mg/dl. Troubleshooting for blank display was performed. Customer advised there is a hairline crack on the display screen near the casing around the battery cap. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.